Event description:
It was reported that prior to opening the bd preset¿ eclipse¿ unit package, the syringe was missing its IV shield. When the user opened the package they sustained a clean needle stick injury from the uncovered needle. There was no further impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-may-2024. H.6 investigation summary: material #: 364389. Lot/batch #: 3256001. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for missing IV shield with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to opening the bd preset¿ eclipse¿ unit package, the syringe was missing its IV shield. When the user opened the package they sustained a clean needle stick injury from the uncovered needle. There was no further impact.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.